Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that shortly after implant, it was noted that the right ventricular (rv) lead exhibited oversensing of p waves and poor pacing. The lead polarity was changed, and the lead remains in use. No patient complications have been reported as a result of this event.